Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a replace backup battery warning was on the system controller. The backup battery was replaced. The alarmed occurred again. The internal battery was reset. Log file analysis captured backup battery fault alarms on (B)(6) 2020 on 8:19am-2:11pm. Additional information states that on (B)(6) 2020 the back up battery alarmed battery fault, the 11v battery was reseated, and the alarm came back in 10 minutes. The battery was reseated again with no further alarms. The doctor waited until the next day to exchange the controller. On (B)(6) 2020 the back up battery alarmed that it needed to be replaced on the power module. No other alarms we re noted. The 11 volt battery was replaced and 1 hour later the power module alarmed replace controller and back up battery fault alarm. The vad coordinator also states that when the 11v battery was reseated, the light on the back of controller was orange and the second time was green. Additional information obtained on 14apr2020 states that patient's primary controller was changed, and the issue was resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported backup battery fault alarms were confirmed via log file review. The heartmate iii system controller (serial #: (B)(6) was not returned for analysis; however, four log files were submitted for review. The submitted log files contained overlapping events spanning approximately 3 days (B)(6) 2020- (B)(6) 2020 per timestamp). On (B)(6) 2020 from 08:50:42 ¿ 08:50:44 there was a backup battery fault alarm caused by a circuit fault. This alarm cleared on its own. Beginning on (B)(6) 2020 at 10:09:27 there are multiple backup battery faults due to a failed load test. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold when being compared to the unloaded voltage. The alarms cleared on (B)(6) 2020 at 10:27:19. Pump operation was not affected. Additional provided information indicated that the reported event resolved with a system controller exchange; however, responses to good faith efforts indicated that the heartmate iii system controller will not be returning at this time. The root cause of the reported event was not conclusively determined in this analysis. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.